Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon burst before dilation began. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found no damages to the device. Functional analysis was performed, and the balloon was not capable of being inflated due to an occlusion caused most likely by dry contrast media. The device was submerged in warm water to remove the occlusion, but the device remained occluded. After an x-ray inspection, dry contrast media was found inside the catheter and the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was unable to be confirmed. The results of the analysis performed on the returned device found that the device had some dry contrast media inside the catheter and the balloon, restricting the capability of the device to have its functionality tested. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon burst before dilation began. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.